Manufacturer narrative:
Sample received in opened original packaging including cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received forceps sample was visually inspected with the aid of a photomicroscope with various magnifications. It shows surgery residuals. After cleaning, it was found that the tube is loose which block the forceps from activating. The customer¿s complaint was confirmed. No glue residuals on the lose tube were visible. The assembly process of the instrument ensure a 100% control of the instrument in production. Additionally a final quality check (qc) inspection is performed. This ensures that the instrument worked well after the production process. However, the root cause for the failure cannot be determined anymore, since the treatment of the instrument during use has a significant influence to glued interface. Root cause was unable to verify. Why the tube was loose and blocked the forceps from activating could not be determined. This device passed the 100% control and was conform when leaving the production. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic forceps worked initially as expected then became stuck in the closed position during vitreoretinal surgery. An alternate forceps was obtained in order to successfully complete the procedure. There was no harm to the patient.